Event description:
It was reported that during the preparation process, the nurse found that the connector was broken and could not be used, immediately replaced it with a new one. No harm/adverse effect reported.

Manufacturer narrative:
H3: other; device not returned to manufacturer. Reporter phone number: (B)(6). No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.